Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The patient presented with claudication. Vascular access was obtained through the femoral artery. The physician was treating a 95% stenosed, eccentric shaped, 20mm in length, de-novo lesion located in the severely calcified and non-tortuous, 8mm in diameter, primitive and external right iliac artery. The lesion was pre-dilated with an 8mm ut sds balloon catheter resulting in 70% residual stenosis. This 8.0x30x135cm express vascular ld stent was advanced to the lesion against severe resistance. While trying to position the stent in the lesion, difficulty was encountered, and the stent dislodged from the stent delivery system (sds). The stent was captured and retrieved with a snare and a 13fr introducer sheath. The procedure was completed with the implantation of two different stents, one in the external iliac and one in the primitive iliac, and post-dilation with an 8mm ut sds balloon catheter. The patient was put on aspirin, clopidogrel, and atorvastatin post-procedure. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The patient presented with claudication. Vascular access was obtained through the femoral artery. The physician was treating a 95% stenosed, eccentric shaped, 20mm in length, de-novo lesion located in the severely calcified and non-tortuous, 8mm in diameter, primitive and external right iliac artery. The lesion was pre-dilated with an 8mm ut sds balloon catheter resulting in 70% residual stenosis. This 8.0x30x135cm express vascular ld stent was advanced to the lesion against severe resistance. While trying to position the stent in the lesion, difficulty was encountered, and the stent dislodged from the stent delivery system (sds). The stent was captured and retrieved with a snare and a 13fr introducer sheath. The procedure was completed with the implantation of two different stents, one in the external iliac and one in the primitive iliac, and post-dilation with an 8mm ut sds balloon catheter. The patient was put on aspirin, clopidogrel, and atorvastatin post-procedure. No patient complications were reported and the patient's status is stable. This product is only ous approved, but it is similar to an approved united states device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned with a 0.035" guide wire inside the shaft of the device. The stent was returned inside a plastic vial. The guide wire was removed from the shaft and an examination of the shaft found no damage. The balloon was not folded or wrapped around the shaft of the device making it impossible to see a clear impression of where the stent was originally crimped onto the balloon. Visual and microscopic examination of the stent revealed one end of the stent was crushed and twisted. Some of the struts were spread apart and damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).